Event description:
It was reported that the patient had an infection at the ipg site with symptoms of pain and drainage. The physician was not sure if the infection was procedure related but predicted that it might be due to the cleanliness with the patients living conditions and being on a wheelchair all day. The patient was placed on antibiotics and underwent an explant procedure. The patient was doing well postoperatively, and all explanted devices were kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: (B)(4).